Event description:
It was reported that during a routine pacemaker follow up, safety mode was triggered while interrogating the device. No adverse patient effects were reported. A device replacement was scheduled for the following week. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine pacemaker follow up, safety mode was triggered while interrogating the device. No adverse patient effects were reported. A device replacement was scheduled for the following week.

Manufacturer narrative:
This report will be updated when additional information is received.